Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the monitor on the 2800 system flickered then turned red prior to a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.